Manufacturer narrative:
Two brand new clips from the same lot as the failed device were returned by the customer and an evaluation performed for them. The failed device was not returned. Please see the updates in sections: g3, g6, h2, h3, h6, and h10. Visual inspection observed that the two new devices were still in their original sealed packaging. There is physical lot# 9xk 28 imprinted on both sliders. No abnormalities were found on their appearance. The handle sliders, yellow tubes, working portions are intact and functional. The clips could be rotated, opened, closed, and repositioned multiple times without falling off. The clips would deploy as intended. No premature detachment was observed. The j-hooks also appeared to be normal. Based on the evaluation findings, the reported complaint was not confirmed.

Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The root cause could not be conclusively determined. Probable causes that could have led to the reported event include that the clip was not grasping the tissue when the clip was placed. Therefore, the clip was released from distal end of the insertion portion and detached inside the patient¿s body.

Manufacturer narrative:
As the device has not been returned for evaluation, we are unable to determine a root cause for the reported event. If additional information becomes available or the device is returned for evaluation, a supplemental report will be filed.

Event description:
A user facility reported that two single use repositionable clips fell off during a colonoscopy with polypectomy procedure. There was no patient injury due to the reported issue. The two clips were retrieved and a third one was used to complete the procedure. No additional information has been obtained.